Manufacturer narrative:
(B)(4). The reported field event of long charge time was not confirmed in the laboratory. Review of the device image noted a capacitor maintenance maximum charge time of 15.0 seconds. The device was tested on the bench and no anomalies were found. The charge time of 15.0 seconds is not considered to be a failure. (B)(4).

Event description:
It was reported that upon interrogation of the device, delayed charge time was observed. All other parameters of the device were normal. The device was explanted and a new device was implanted. Patient was stable post procedure.